Manufacturer narrative:
Information on the reported issue was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that software failed to load during clinical use; activation issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.